Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the lead. The lead was explanted. The patient was discharged and was in stable condition.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.0cm was returned for analysis. Internal insulation abrasion was noted at 7.5-8.0cm from the distal tip. The etfe coating was intact at this location.